Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan timeout" message while attempting to obtain a result on the adc freestyle libre sensor. It was further reported the customer could not determine her blood glucose level and subsequently experienced a loss of consciousness. Medical personnel were called and upon their arrival, customer was treated with unspecified oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Device mfg date has been updated based on the extended investigation. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported receiving a "scan timeout" message while attempting to obtain a result on the adc freestyle libre sensor. It was further reported the customer could not determine her blood glucose level and subsequently experienced a loss of consciousness. Medical personnel were called and upon their arrival, customer was treated with unspecified oral glucose. There was no report of death or permanent impairment associated with this event.